Event description:
It was reported that there was vegetation on the right ventricular lead. When the lead was being extracted the stylet became stuck and the lead unraveled between the coils. The lead did get explanted and has not been replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.